Manufacturer narrative:
The reported information, service reports and the logfile provided the basis for the investigation. The log file analysis indicated a faulty pba ther.contr.unit m16.2 as root cause for the reported restart of the ventilation unit. A replacement of the pba m16.2 and the cf card with a reinstalled software were performed and solved the issue. The device was tested according to manufacturers specifications and put back into service. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the unit restarted whilst a patient was connected to the device. There was no patient injury.